Event description:
A customer reported that the probe on the ortho provue analyzer leaked. The user noticed the issue and aborted testing. Information was not provided regarding results of patient testing or possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The pressure regulator was not functioning properly causing the pressure to be out of specification, which led to the fluidics issue. Repairs have returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since this incident.